Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The delivery system is not being returned for evaluation and no images have been made available. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, there is no information to suggest a manufacturing non conformances contributed to the event.  With the limited information provided, the root cause of the balloon burst is unknown but may have been related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards european affiliate, during a 23mm sapien 3 case by tf approach in the aortic position, the delivery system balloon burst during valve deployment, resulting in the valve embolizing into the aorta. The valve was pulled back and placed in the iliac artery. A new valve was prepared and implanted.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-01139.

Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2018-00795. Additional information received indicated the event was a duplicate and was previously reported through this manufacturer report. Based on this information, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.